Event description:
During hospitalization the patient experienced symptoms associated with tia or rind. The start date was 01/2006, and the stop date was the next day. It is unknown if this was related to the device. A CT scan was ordered and it revealed small vessel ischemic changes. However, the patient's nih score base was zero (0), and as of the previous day it was seven (7). The symptoms were resolved.